Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were admitted to emergency room due to hyperglycemia on (B)(6) 2020 with blood glucose level with blood glucose level of 576 mg/dl. Customer's blood glucose level was 572 mg/dl at the time of incident. Customer was treated at hospital without food. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that the insulin pump had insulin flow block alarm. Troubleshooting was done for insulin flow block alarm and insulin was exited. Customer was experiencing vomiting, nausea, breathing difficulties and abdominal pain as a result of hyperglycemia. Customer had positive results in ketone test. Customer was assisted with rewound and bolus delivering insulin pump. It was unknown whether the customer using auto mode feature at the time of incident. Insulin pump will not be returned for analysis.